Manufacturer narrative:
(B)(4). Date sent: 12/21/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not recognized, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an analysis of the photos received for evaluation. During the visual analysis, the following was observed: the first photo shows a label on the box with product code gst60g, lot # 582a40, expiration date: 2028-03-15. The second photo shows the label of the information of product of an green reload gst60g. The third photo shows a green reload with its place retainer inside of its sterile package. The fourth photo shows a package from tyvek area with product code gst60g, lot # 582a40, expiration date: 2028-03-15. The fifth photo shows a side of box with a label page on it and the information on the label is written in russian. The sixth photo shows a paper on the package of reload and the information on the paper is written in russian. Upon reviewing the photos, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not comply with j&j standard. A lot trace was performed on the lot provided, and the lot number 582a40 associated with the product code gst60g was not found in the quality tracking system. The analysis performed determined that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the facility received defective product. There was no patient involvement reported. No additional information provided.